Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from seven years to five years remaining in a span of three months. Data analysis determined that the device is depleting normally. Power is elevated due to persistent high rate atrial sensing. Additional information received indicates that this device exhibited undersensing. This device remains in service. No adverse patient effects were reported.